Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore had leakage between the connection on the bd qsite of the line with the transition to the cap.

Manufacturer narrative:
Investigation: a DHR was performed and 2 non-related qns were initiated during production (200674373-adhesive @ top septum and 200674372-burnt top bodies) disposition, root cause and corrective actions were applied as per quality plan. All other challenge, set up and in process samples were performed and passed per specifications. Received 10 q-syte units connected to extension sets received within sealed packages from lot number 8173701 along with an additional piece of top web from the same lot indicating where the leakage occurred. All contents within the packages were intact. Visual/microscopic evaluation: no evidence of physical-mechanical damage was found on any of the components of the representative units received. Water leak test: the test was performed with and without the extensions sets connected to the q-syte units. No leakage was observed on either the actuated or the un-actuated position. The returned representative units did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory.

Event description:
It was reported that a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore had leakage between the connection on the bd qsite of the line with the transition to the cap.